Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that assistance was needed to change the carb ration which troubleshooting provided. Troubleshooting found that the customer was in the hospital for high and low blood glucose although the blood glucose level was unknown at the time of incident. Customer declined further troubleshooting.